Manufacturer narrative:
The device was returned for evaluation. Microscopic examination found the lens cut in 2 pieces across the optic. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that approximately one month after implantation of an intraocular lens (iol) into the left eye, the patient experienced negative dysphotopsia reporting decreased peripheral vision. Approximately one month after onset of symptoms, the left eye iol was exchanged with a different model iol. In the "surgeon's" opinion the likely cause of event is, "negative dysphotopsia, which can happen with any lens." Patient outcome is good.